Event description:
Information received indicates the bed has no functions.

Manufacturer narrative:
The hill-rom tech found multiple causes for the loss of functions. The left siderail ucm cables and ac power cord were damaged. The tech also replaced the left siderail ucm board and power control module to repair the bed.